Event description:
It was reported that during service and repair pre-testing, it was observed that the small battery device would not run, had a worn coupling head, and had a sticky trigger . This event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturing location was unknown. Device manufacture date is unknown. The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to motor assembly or electronic control unit failure due to immersion during cleaning. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.